Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope biopsy port has come out. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the device underwent visual and functional tests to assess the device status, and the user allegation of biopsy port has come out and was confirmed. The root cause could not be identified. According to the investigation the most probable cause of the reported issue was traced to component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.